Event description:
Caller alleged false negative tni (troponin) results. Results as follows: pt presents to the emergency department with a chief complaint of dyspnea. The following cut-offs were used: (cardioprofiler). Values less than 0.05 ng/ml negative values between 0.05 - 0.20 ng/ml are indeterminate cut-off value for possible ami >0.20 ng/ml (bci access). Values <0.10 ng/ml are unlikely to have cardiac disease. More than 0.10 to <0.50 ng/ml are indeterminant. A cut-off of 0.51 to 1.50 ng/ml suggest the presence of ami.

Manufacturer narrative:
The customer's complaint of discrepant results between triage and beckman access2 was observed with the returned pt samples. Neg tni (<0.05ng/ml) on triage vs >8ng/ml on access2. No clinical diagnosis to verify the accuracy of tni result for both assays. Low ck-mb and myo results given by customer did not match highly elevated tni results observed on access for ami diagnosis. Result with in-house control met qc specification. No false negative was observed with in-house control samples. Insufficient sample for further root cause analysis. As of 02/23/2012, there is (B)(4) complaint against device lot w49566. No product deficiency was established; corrective action not required at this time.